Manufacturer narrative:
(B)(4) the customer returned one arterial catheter for analysis. Signs of use in the form of biological material were observed on the catheter. No defects or anomalies were observed on the returned sample. The catheter body length measured 84 mm, which is within the specification limits of 82 mm - 86 mm per the catheter product drawing. The inner diameter at the distal tip of the catheter measured 0.58 mm, which is within the specification limits per catheter product drawing. A lab inventory guidewire (0.021" diameter) was inserted into the catheter tip. The guidewire passed without resistance. Performed per IFU statement , "thread tip of catheter over guidewire." A lab inventory syringe filled with water was attached to the catheter. The catheter flushed as intended and no blockages or resistance were encountered. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. Warning: do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." The report of a malfunctioning arterial catheter was not confirmed through complaint investigation of the returned sample. The returned catheter met all relevant dimensional and functional requirements. The IFU provided with this product warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". A device history record review did not reveal any relevant findings. Based on the returned sample, the root cause for this event cannot be determined at this time as no problem was found with the returned device, however, the clinical factors during use are unknown. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "an incident occurred on(B)(6) 2025. The arterial waveform was lost, resulting in no blood pressure monitoring initially, followed by an inability to draw blood samples from the arterial line. As the blood pressure readings were unreliable, an arterial puncture was necessary to obtain blood samples. A blood pressure cuff was placed to monitor the patient, who was on vasopressors." The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "an incident occurred on (B)(6) 2025. The arterial waveform was lost, resulting in no blood pressure monitoring initially, followed by an inability to draw blood samples from the arterial line. As the blood pressure readings were unreliable, an arterial puncture was necessary to obtain blood samples. A blood pressure cuff was placed to monitor the patient, who was on vasopressors." The patient's current condition is reported as "unknown".